Manufacturer narrative:
E1: (B)(6) medical center. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had poor image quality. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water invasion, improper image size, image is blurry, insertion tube is dent and bent. The most probable root cause of the complaint is component failure. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality is due to component failure of the universal cable and cause of the universal cable failure could not be determined, improper image is caused by components failure of the unit spanning from the distal end to the main body and the cause of failure of the unit spanning from the distal end to the main body could not be determined. The most likely cause is expected or random charge-coupled device component failure. Image is blurry is caused by a component failure of objective lens window, the cause of failure of objective lens window could not be determined. The most likely cause is that physical impacts and similar damage caused water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.